Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the keypad buttons were sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/27/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 08/02/2013 with the following findings: the keypad was found to be fully intact; no peeling was observed. During testing, the complaint of the keypad buttons sticking was not duplicated; all of the keypad buttons responded appropriately. There was evidence of contamination found under all key contacts. Unrelated to the complaint, the display screen was found to be dim and discolored. A test screen was inserted and was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.